Manufacturer narrative:
The service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered an alignment issue with the sample/reagent probe. He performed adjustments and maintenance of the system. After service, he performed calibration and qc. The customer accepted and verified the calibration and qc results. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e411 rack. The patient¿s initial result was reported outside the laboratory. The patient¿s physician requested the patient¿s sample to be repeated. The customer performed repeat testing with the original sample on (B)(6) 2020 and on (B)(6) 2020. On (B)(6) 2020, the patient¿s initial estradiol result was 330.2 pg/ml. On (B)(6) 2020, the patient¿s estradiol result was 1216 pg/ml. On (B)(6) 2020, the patient¿s estradiol results were 1416 pg/ml and 1423 pg/ml. The customer determined the correct result was 1216 pg/ml. The estradiol reagent lot was 462172 with an expiration date requested but not provided.